Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when the site tried to move the gantry prior to a case, it did not respond to the up/down/left/right movements. No patient was present during the time of the reported incident.